Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had no power and the patient had a blood glucose (bg) of 444 mg/dl. Patient had nausea, vomiting, blurred vision, shortness of breath, difficulty waking up, and unspecified ketones, and also had a stroke. Patient was hospitalized and received antibiotics for an insertion site infection, as well as IV fluids and other unspecified therapies. During troubleshooting, customer support (cs) found that during the power interruption, the yellow "oring" was visible at the battery cap, the battery compartment was cracked, the battery cap had never been replaced and the user was unable to tighten it properly. This complaint is being reported because the patient experienced hyperglycemia related to power interruption, and the power issue was not resolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: unexplained power on resets observed in the black box on (B)(6) 2015 09:10; deliveries resumed at (B)(6) 2015 01:18. Black box shows unconfirmed loss of prime on (B)(6) 2015 14:57. Followed by rebooting at (B)(6) 2015 15:33; deliveries never resumed. Battery compartment is cracked on the side near the threads and cracked above the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24-hr duration test; no power interruptions were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Returned cartridge cap used to complete testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.